Event description:
It was reported that a patient who underwent primary breast augmentation with mentor smooth round moderate profile 350cc saline prostheses experienced left sided deflation and right sided ptosis post procedure. As a result, bilateral replacement and mastopexy was performed on (B)(6) 2024. See 1645337-2024-02235 for contralateral prosthesis report.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).